Event description:
Complainant alleged that while attempting to defibrillate a patient, the device was set to discharge at 200 joules; however, the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the suspect bridge board was removed and returned. The customer confirmed that replacing the bridge board resolved the malfunction; however, testing of the board was unable to duplicate the malfunction. No trend is associated with reports of this type.